Manufacturer narrative:
Updated a4- patient weight. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates, surgical intervention took place on (B)(6) 2025 wherein patient's ipg was repositioned due to discomfort at ipg site.

Event description:
It was reported that surgical intervention may take place at a later date to revise patient's ipg pocket site for an unknown reason.

Manufacturer narrative:
Date of event is estimated.